Event description:
Pt tested blood glucose on suspect device and was 190 mg/dl. She was not feeling well so she went to the ER where her blood glucose was tested and was 375 mg/dl. She was given an insulin shot and admitted to the hospital for 5 days. She was using blood glucose strips that werre expired.